Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 200 mg/dl. The customer was treated with insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised that he has to suspend the insulin pump before it will rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.